Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. The death was not device related, and the device operated as intended. The pump was not explanted and was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of expiration was unknown, the patient was at home on hospice. The outcome was device or therapy-related was not provided. The cause of death was reported to not be device-related as the patient passed when the pump was still running and the pump was turned off post-mortem.